Event description:
The pt's mother reported that the pt's infusion tubing occluded and the pt's blood glucose was elevated. The infusion tubing had been in use for 2 days. The pt's blood glucose ranged from 186-417 mg/dl throughout the day despite bolusing through the infusion device. At 6:30 pm, the infusion site and cannula were changed and the pt bolused 4 units of insulin. At 7:30 pm the pt's blood glucose decreased to 118 mg/dl. The pt's normal blood glucose level is 150 mg/dl. No further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.